Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was in the 390 mg/dl range and a correction bolus via the pump was delivered to address the high bg level. The customer did not know the cause of the high bg. As the event had occurred in the past, tandem technical support was unable to troubleshoot and advised the customer to discuss the high bg with a healthcare provider.